Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous mid right coronary artery (rca). The guide catheter was engaged to the lesion. After the guidewire has crossed the lesion, thrombus suction was performed with a suction catheter followed by ivus to observe the lesion. A 3.50x16mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the proximal lesion. Additional guidewire was advanced and the physician attempted to re-advance the promus element¿ stent but still failed to cross the lesion. The device was removed and the physician found that the proximal shaft of the device kinked and a part of the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.